Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that whenever the reservoir is filled, it always contains tiny bubbles that cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done for bubbles and customer indicated that she does not keep the insulin at room temperature. Customer indicated that she would try and prime the tubing again. No further information was given.